Event description:
A pt reported blood unk low glucose results of with a lifescan meter and "256 mg/dl" on another meter, performed within 10 minutes of each other. Per cca, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl.

Manufacturer narrative:
Lifescan(lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.